Manufacturer narrative:
A partial lead with the distal tip measuring 48.7 cm was returned for analysis. External insulation abrasion was noted at 41.7-41.8 cm from the distal tip, consistent with lead friction to the suture sleeve. Internal insulation abrasion was noted at 7.3-7.9 cm and 17.1-18.6 cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion was noted at 11.5-14.3 cm from the distal tip. The etfe coating was damaged due to procedural damage at this location.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted due to a suspected malfunction. No further information provided.